Event description:
It was reported to boston scientific corporation that a captiflex micro oval snare was used during a joint colonoscopy and polypectomy procedure. According to the complainant, the catheter sheath detached from the handle, preventing the snare from extending and retracting properly. The physician was able to remove the device and use another captiflex micro oval snare to successfully complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that a captiflex micro oval snare was used during a joint colonoscopy and polypectomy procedure. According to the complainant, the catheter sheath detached from the handle, preventing the snare from extending and retracting properly. The physician was able to remove the device and use another captiflex micro oval snare to successfully complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The returned device presented with a detached handle cannula and a detached cautery pin. Functionally, the detached handle cannula prevented the snare from extending and retracting properly. All measurements taken of the handle and cautery pin, along with the crimping marks on the handle cannula, were reviewed found to be within specification. There was, however, no evidence of loctite at the connector between the cautery pin and handle cannula. There was no noted damaged to the catheter sheath. Although the catheter sheath did not detach (as initially reported by the complainant), the returned device could not extend/retract due to the detached handle cannula. The most probable root cause of this issue is improper assembly of the handle since there was no loctite present to secure the handle cannula and cautery pin at the connection site. The lack of loctite may have contributed to both the handle cannula and cautery pin detaching. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no deviation was found.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.